Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient experienced inaccurate cgm readings on the same day the sensor was inserted in the abdominal area. The cgm displayed a high glucose value of 380 mg/dl, prompting the patient to administer insulin. However, the patient did not confirm the cgm reading with a bg meter prior to the insulin injection. Subsequently, the patient began experiencing symptoms consistent with severe hypoglycemia, including sweating, blurred vision, fatigue, and drowsiness. The patient eventually lost consciousness. Emergency medical services were called, and upon arrival, paramedics measured the patient¿s bg level at 20 mg/dl using a bg meter while the cgm was still showing 380 mg/dl. The patient was treated with glucose and transported to the hospital. At the hospital, the patient received further glucose treatment and was admitted for overnight observation. At the time of this report, the patient is recovering, though still experiencing some confusion and fatigue. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had to administer insulin. The reported glucose values fall within the e zone of the parkes error grid when the paramedics measured the readings. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. The transmitter was not received therefore unable to perform a functional investigation on the returned device components due to the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. Device analysis with the returned product would not confirm the issue nor determine a probable cause. The allegation was undetermined. Confirmation of the allegation was undetermined, the probable cause could not be determined. No additional patient or event information is available.